Manufacturer narrative:
Insulin pump was received with blank display during testing. Unable to verify low battery alarm or battery power loss alarm due to blank display. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was warm and the batteries were depleting immediately. No harm requiring medical intervention was reported. The device will be returned for analysis.